Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage. A review of the event history log identified background test system failure: primary audible alarm background test. The device was testing using motor drive and occlusion test. Cannot duplicate but found "system failure: primary audible alarm bgnd test" in history log. The tech unable to determine. Replaced speaker for preventative maintenance. The root cause was unable to determine. Replaced speaker for preventative maintenance. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported the device had a primary audible alarm. No patient injury reported.